Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone high blood glucose level . The customer¿s blood glucose level was 450 mg/dl. Customer reported that her infusion sets were messed up and wants pump replaced. Customer reported that the infusion set cannula was bent. Customer reported that site location was abdomen and arm. Customer reported that they treated with manual injection. Customer advised to change infusion set however customer already changed the infusion set prior to calling. Customer reported that they declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.